Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to perform a system check and no issues were identified. The customer changed pump supplies and resumed insulin therapy.